Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received on 5/31/2018 indicated that patient presented to clinic for routine follow up. Upon device interrogation, it was noted that the patient experienced inappropriate antitachycardia pacing due to the device exhibiting post sensed t-wave oversensing. The device was reprogrammed. No further information was available.

Event description:
It was reported that the symptomatic patient presented in the emergency room after receiving inappropriate high voltage therapy. Upon reviewing the stored electrogram, the implantable cardioverter defibrillator exhibited post sensed t-wave was oversensing. The device was reprogrammed. No other information was available.